Event description:
Employee was given latex-free, powder-free medical exam gloves for use in pt care. Employee noted the development of eczema. Employee also noted that the gloves appeared porous to fluids. Employee's cracked skin became infected leading to hospitalization for bacteremia.